Event description:
It was reported to vyaire medical a concern about a slits in the exhalation tube on the sipap if generators.there was condensation (rain out) causing liquid to leak onto the patient making them wet. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.